Event description:
It was reported to the manufacturer by the patients treating neurologist that the pulse generator, when tested at a recent follow-up visit, was showing that the device was nearing end of service as the elective replacement indicator (eri flag) was set to yes. The neurologist reported that diagnostic testing revealed normal device function, but that the device eri was set to yes. The physician further explained that the patient has been experiencing an increase in seizure frequency and it was also noted that the patient has been experiencing asystole events, which occur up to 9 seconds with seizures. The physician noted that there is always some prolongation of the asystole with every seizure, but may not always be that long. She noted also that the cardiac event did not seem to be when the vns device stimulates, but rather when the patient has seizures. The physician indicated that the patient is new to her practice, and the asystole was found 'unexpectedly'. The physician explained that it may be that because the generator is nearing end of service, so patient is having more seizures and thus having more asystole events. The patient had surgery where the generator was replaced, and the asystole events have continued per the physician. The physician explained that the patient also had a cardiac pacemaker placed and was discharged home. The plan is to admit the patient to the epilepsy monitoring unit with simultaneous holter monitoring. Good faith attempts to obtain additional information regarding the believed relationship of the cardiac event to vns are currently underway. In addition, good faith attempts to obtain the explanted pulse generator returned to manufacturer for analysis have been made, but the device has not been returned to date.